Event description:
It was reported that dr used sheath & advanced iab via right femoral artery by using tee for good position. However, iab insertion was not visible by tee. Iab was pulled back 30cm & guidewire advanced 2nd time. Guidewire still was not visible w/tee and blood was seen in helium tubing. Md attempted to remove guidewire, but could not. Iab & guidewire were removed as a unit. After assembly removed, guidewire appeared to be located in balloon. Md placed 2nd iab successfully.

Manufacturer narrative:
F/u report will be filed when eval is complete.